Manufacturer narrative:
Additional information: the returned screw was evaluated. There are scratches on the outside of the tulip head, the anodize has been rubbed off from the inside of the tulip, and the screw shank threads have been deformed and damaged in a manner consistent with installation and removal of the screw, possibly during a procedure or lab. A functional test found that the screw rotates, translates, and accepts a mating plug as expected. There were no functional failures detected. A review of the manufacturing did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screw was broken during surgery. No further information is available.